Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown_stem; cat # unk_jr; lot # unknown, unknown_cup; cat # unk_jr; lot # unknown, unknown_head; cat # unk_jr; lot # unknown, unknown_screw; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Took the patient back to the operating room to remove the total hip for infection. The hospital has informed us that a stem, head, cup, liner and screw were removed. There is no other information to follow.

Manufacturer narrative:
An event regarding infection involving trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the device was returned in used condition. Scratch marks and damage can be seen on the surface of the liner. Ma: material analysis is not performed as infection is not related to material integrity issue. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and no other similar events were reported for the lot or sterile lot. Conclusion: it was reported that the patient's total hip was removed due to infection. The event was not confirmed. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: size 5 accolade ii 127 deg; cat#: 6721-0535; lot#: 56447902; primary tritanium hemi cluster hole cup 60mm; cat#: 502-03-60f; lot#: px896k; delta v-40 ceramic head 36/+2,5; cat#: 6570-0-536; lot#: 16@2287883 unknown_screw; cat#: unk_jr; lot#: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Took the patient back to the operating room to remove the total hip for infection. The hospital has informed us that a stem, head, cup, liner and screw were removed. There is no other information to follow.